Event description:
The customer received questionable results for alkaline phosphatase (alp) on the cobas 6000 core analyzer for one patient sample. The initial result for alp was 411 u/l. This result was flagged with a delta check by the customer's laboratory information system. The sample was repeated which gave a result of 140 u/l. The customer could not reproduce the initial result for alp. The initial result was not reported outside the laboratory. The patient was not treated based on the initial result. Calcium reagent lot number, 622035.

Manufacturer narrative:
Investigation of the calibration monitors provided for calcium and total protein showed a deviation in the k-factors between calibrations which is consistent to the deviation of actual patient calcium and total protein results. It was determined a handling issue with the (B)(4) standard 2 calibrator might have caused the drift in calcium and total protein results for patient samples and controls.

Event description:
User experienced ongoing issue with low results for calcium and total protein occurring intermittently since (B) (6) 2010. On (B) (6) 2010, user received several patient samples that initially gave low results for calcium and total protein, which were higher when repeated the next day. Results for 10 patient samples were provided, 9 samples were discrepant. Sample 1, initial calcium gave 7.9; repeat gave 9.4 mg/dl. Sample 2, initial calcium gave 8.3; repeat gave 9.9 mg/dl. Sample 3, initial calcium gave 8.3; repeat gave 9.7 mg/dl. Sample 4, initial calcium gave 7.9; repeat gave 9.4 mg/dl. Sample 5, initial calcium gave 8.5; repeat gave 10.0 mg/dl. Sample 6, initial calcium gave 7.7; repeat gave 9.0 mg/dl. Sample 7, initial total protein gave 6.2; repeat gave 7.3 g/dl. Sample 8, initial total protein gave 6.1; repeat gave 7.3 g/dl. Sample 9, initial total protein gave 6.1; repeat gave 7.2 g/dl. No erroneous results were released. Calcium reagent lot number # 61867901 total protein reagent lot number # 62112501. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.